Event description:
Upon initial interrogation of the device during a routine follow-up, the physician received a "device reset" message. Review of the diagnostics with ventritex personnel showed that the ICD had gone through noise and magnet reversions. The real-time egm confirmed the noise. In an attempt to reprogram the device to all functions off, the arrhythmia ongoing message appeared and locked out all attempts to communicate.

Manufacturer narrative:
H.3 evaluation summary. The reported event was confirmed. The device was unable to sense properly due to noise on the v2x signal. The device also had an excessive current draw, which had caused early battery depletion. The increased high current and loading of v2x were the result of a failure in the hybrid circuit.